Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device got stuck inside the microcatheter and protruded from the tip. The non-stenosed target lesion was located in the moderately tortuous internal iliac artery. A 14mm x 50cm interlock coil was selected for use in a limb vascular embolization. During the procedure, when this device was taken in and out to wound up again several times it got stuck inside the distal side of the microcatheter. However, it was further reported that intermittent flushing was performed before introduction of the coil using hand injection. The device was removed together with the catheter. The distal side of the coil was protruding from the tip of the catheter during removal. The procedure was completed with a different device. No patient complications reported and patient was good post procedure.